Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. Upon interrogation, lead noise was noted on the patient's right atrial lead. The right atrial lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.